Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified circumflex artery. A 2.25x23mm xience sierra stent delivery system (sds) failed to cross. During removal of the sds resistance was met with the unspecified guide liner and the stent dislodged. It is unclear whether the stent was being pulled back into the guide liner, or if the guide liner was being advanced over the stent. The stent was crushed into the vessel wall between the left main and circumflex with two additional xience sierra stents. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.